Event description:
During an initial implant procedure, it was not possible to advance the left ventricular (lv) lead in the catheter. A new lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. As received, a complete lead was returned in one piece. The catheter insertion test was performed, and the lead was able to be inserted inside the catheter without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within product specification. Visual and x-ray examinations of the lead found no anomalies.